Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens in the patients right eye (od), and noted the lens had a large vault. The peripheral iridotomies were enlarged by laser yag and the chamber deepened. At one day post-op visit, the vault looked good and the angle was open. There was no pressure spike and the patient was happy. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.